Event description:
A us distributor returned a monitor that was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was pulled from the monitor case, damaging the white pulse wire. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.